Event description:
The vacuum tube was separated from the bacterial air filter. (About 2 hrs after placement) therefore, blood could not be sucked into the bottle. Another product was replaced and the pt had no problems.